Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial tachycardia (at) with a smart touch bidirectional catheter where a third degree heart block occurred, requiring the implantation of a permanent dual chamber pacemaker. While ablating near the atrioventricular (av) node at approximately 30 watts, the heart block was noticed. The procedure was aborted, though it was noted that non-sustainable at could still be induced. The patient was given a permanent pacemaker, and was reported to be in stable condition. The physician's opinion on the cause of the event was that the location of the arrhythmia was too close to the his location. It was not indicated if extended hospitalization was required, but the patient recovered fully with no residual effects.